Event description:
Staff were preparing for a case when they opened up a new sterile perclose prostyle and found what appears to be a fuzzy clump inside the sterile packaging. Photos available. The device was removed from the room and a new one obtained for the case. The sales rep. Is planning on picking it up.

Event description:
Staff were preparing for a case when they opened up a new sterile perclose prostyle and found what appears to be a fuzzy clump inside the sterile packaging. Photos available. The device was removed from the room and a new one obtained for the case. The sales rep. Is planning on picking it up.